Event description:
It was reported that patient underwent hip procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to dislocation and acetabular cup movement. During the revision procedure, the surgeon noted a fracture on the acetabulum, and was of the opinion the acetabular cup loosening stemmed from the fracture. The acetabular cup and acetabular shell were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity". The acetabular cup was manufactured by another biomet facility.